Manufacturer narrative:
Updated: b5, d8, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had cavity mode setting issue. The issue occurred during an unspecified procedure. The procedure was completed utilizing the same device, as the reporter relayed no further issues after switching to ¿normal cavity¿ and increasing the flow rate. There were no reports of patient harm.